Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using a packing coil lp, a ruby coil lp, and a non-penumbra microcatheter. During the procedure, the physician placed one ruby coil lp in the target location using the microcatheter. The physician was unable to advance and pack the next packing coil lp into the vessel. While removing the packing coil lp, the coil unintentionally detached inside the microcatheter. Therefore, the microcatheter containing the detached packing coil lp was removed and the coil was flushed out. The physician reinserted the same microcatheter into the vessel. While attempting to advance a new packing coil lp, the same issue had occurred. The microcatheter containing the detached packing coil lp was removed and the coil was flushed out. The procedure was completed using new coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.